Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned or images were not provided. The complaint investigation is inconclusive for material deformation and kinked dilator. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that during a vena cava filter deployment, the tip of the dilator was partially open; therefore, a needle was used to create an opening in the dilator for a guidewire to be advanced through it. However, while attempting access to the femoral vein, the tip of the dilator kinked and could not be used. Therefore, jugular access was used to deploy a new filter successfully. There is no reported patient injury.